Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: initial customer report indicated under delivery-cassette issue. Complaint was not confirmed or replicated. Additionally, on visual inspection testing. Performance verification testing was performed. All tests passed within specifications. Probable cause: not found or replicated. The software was updated and calibrated as preventive maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the medication was not able to be delivered - with the original cassette it would not deliver the meds, when the new cassette was installed and a new line put on the medication was able to be delivered - defective cassette.